Event description:
The surgeon states that the printing and vertical lines are not printed in the middle of the baseplate (keel should be in the middle of those vertical lines). He managed to continue the operation taking another baseplate.

Manufacturer narrative:
A lead stiffness test was performed and found to be within specification.